Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer has advised that the only information they have from the event is what had happened, which is described in b5. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: not returned to manufacturer.

Event description:
It was reported that during use on a patient an air leak alarm occurred on the cardiosave intra-aortic balloon pump (iabp). The air leak occurred a few times on jan 12 during the day but resolved without any operator intervention. Then at 2000 hours the air leak alarm resumed and did not resolve after 15 minutes. The iabp would re-inflate. The intra-aortic balloon catheter (iabc) was removed per doctors instructions and was then submerged in water to test for an air leak and none was found. There was no thrombus or blood in the gas line or iabc tubing. The user thinks this may be a hardware issue so the unit was sent to biomed, but they would also like the catheter to be checked as well. No patient harm/injury was reported.

Event description:
It was reported that during use on a patient an air leak alarm occurred on the cardiosave intra-aortic balloon pump (iabp). The air leak occurred a few times on jan 12 during the day but resolved without any operator intervention. Then at 2000 hours the air leak alarm resumed and did not resolve after 15 minutes. The iabp would re-inflate. The intra-aortic balloon catheter (iabc) was removed per doctors instructions and was then submerged in water to test for an air leak and none was found. There was no thrombus or blood in the gas line or iabc tubing. The user thinks this may be a hardware issue so the unit was sent to biomed, but they would also like the catheter to be checked as well. No patient harm/injury was reported..

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient an air leak alarm occurred on the cardiosave intra-aortic balloon pump (iabp). The air leak occurred a few times on jan 12 during the day but resolved without any operator intervention. Then at 2000 hours the air leak alarm resumed and did not resolve after 15 minutes. The iabp would re-inflate. The intra-aortic balloon catheter (iabc) was removed per doctors instructions and was then submerged in water to test for an air leak and none was found. There was no thrombus or blood in the gas line or iabc tubing. The user thinks this may be a hardware issue so the unit was sent to biomed, but they would also like the catheter to be checked as well. No patient harm/injury was reported..